Manufacturer narrative:
The meter was returned for investigation. The display was examined and some segments were displayed with a slightly weaker contrast. The investigation found that the circuit board is contaminated by penetrated liquid which affects the conductive rubber contacts. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The customer stated the top sections of the 8's in the results field are faint. This could lead to a misinterpretation of results. There was no allegation that any test results had been misinterpreted.